Event description:
The surgeon reports performing cataract surgery with attempted implantation of the silicone li61se intraocular lens using the ez-28 delivery device sys. During lens implantation, the capsule was damaged and the lens was removed and replaced with an anterior chamber iol. Additional info has been requested. Reference MDR #1119279-2010-000109.